Manufacturer narrative:
The investigation for the reported battery issue has been completed. The impella device was not received from the customer. The clinical details provided were sufficient to determine a root cause. The cause of the battery failure alarm was due to a defective battery (rapid decline in cell voltage). The exact cause of the defective battery was undetermined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported a patient was placed on impella cp for hemodynamic support. While on support, the automated impella controller (aic) experienced a battery failure (red alarm). Another aic was used. There was no report of patient harm or injury.